Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on the lcd board. Moisture damaged found on the motor also. Unable to verify backlight anomaly or perform the functional testing due to blank display anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was explained the possible causes of blank display. The customer stated that the pump was exposed to moisture. The customer stated that he wears the pump in the shower. The customer reported via phone call that the insulin pump was exposed to fluid. Customer's blood glucose at time of incident was unknown. Customer stated that the insulin pump was exposed to water. Customer takes his insulin pump into the shower with him. Customer reported that there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer declined to troubleshoot for backlight anomaly because it is past event.